Manufacturer narrative:
(B)(4). The additional device referenced is being filed under a separate medwatch report. Evaluation summary: the complaint device was returned and the reported loose particles in the guide wire accessory kit were confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances associated with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the manufacturing process at bard (B)(4), obvious black spots were found within the sealed pouch of the guide wire accessory kit. It is unknown if the black spots were loose or were consistent with staining. This is the first of this nature for the guide wire accessory kit. There was no patient involvement. Black spots were observed in one other kit received for analysis. No additional information was provided.